Manufacturer narrative:
(B)(4). H6: proposed annex g code: mechanical (g04) - impactor. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an impactor dome peg was found broken after the surgery. The breakage was identified during postoperative instrument inspection. Attempts have been made and no further information has been provided.